Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative diagnosis was bilateral inguinal hernias, and right larger then the left and postoperative diagnosis was bilateral indirect right and left inguinal hernias, both with lipomas of the cord as well. ­­­­­­­­­the procedure performed was laparoscopic bilateral inguinal herniorrhaphy using mesh. The patient has had a surgical revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for laparoscopic therapeutic treatment of bilateral inguinal hernias. It was reported that after implant, the patient experienced adhesions. Post-operative patient treatment included revision surgery, prostatectomy, cystoscopy, cystotomy repair.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for laparoscopic therapeutic treatment of bilateral inguinal hernias. It was reported that after implant, the patient experienced adhesions, right sided spastic pain radiating to testicles, prostate cancer and mesh tented bladder to anterior abdominal wall. Post-operative patient treatment included revision surgery, prostatectomy, cystoscopy, cystotomy repair.